Event description:
The device was returned to the biomedical department for a report of, "beeping low battery." No specific pt info, pump programming, or event details were provided. There were no reported adverse events to a pt or the staff and no report of delay in critical therapy while the device was in clinical use. During testing at the user facility, a spark occurred inside the device when the device was plugged in. No additional info was provided.

Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.